Event description:
It was reported that when using the bd pyxis¿ es server, patient fills usually populated at the top of the fill list during pyxis replenishment. These patient orders were integrating into the pyxis fill and were no longer populating at the top of the fill list. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident it was determined that the orders were misplaced in interface. A technical support specialist (tss) investigated an issue where new patient orders were appearing in the middle of the pyxis fill queue instead of at the top. Queue priority settings were verified as correct but the customer confirmed that pyxis replenishment orders were appearing above new orders. Tss restarted all services and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.